Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the instructions for use states: the trek rx coronary dilatation catheter is indicated for balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis. It is unknown if the IFU deviation contributed to the reported difficulties.

Event description:
It was reported that the trek 4.0 x 30 was used to pre-dilate a renal artery. The balloon was inflated and it was difficult to deflate. The balloon was finally removed but with difficulty. There was no adverse effect for the patient. There was no clinically significant delay in the procedure reported. No additional information was provided.